Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes reports some "oil rings" on top of the sample on tubes 367960 and 367962¿ the following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes have oil rings on the top of the tubes.

Manufacturer narrative:
H6: investigation summary no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes reports some "oil rings" on top of the sample on tubes 367960 and 367962¿ the following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes have oil rings on the top of the tubes.